Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss and foot break were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information was received: per return device analysis, there was no cuff miss observed on one of the proglide devices. Follow-up with the account reported that the physician had made the assumption that the device had a cuff miss but then confirmed it did not occur, only the foot separation. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional ablation procedure. Reportedly, cuff misses occurred with three proglide devices. The sutures of two new proglide devices were successfully pre-placed. The devices were removed successfully without any resistance. The sheath was upsized to 11f and the procedure was completed. All five used devices were placed on the table and when inspecting them, it was noticed a foot was missing from three of the devices. One of the devices which had a cuff miss had one of the missing feet hanging from the suture. When the 11f procedural sheath was removed, the other two missing feet popped out with the sheath. All three missing feet were accounted for without the need for intervention. Hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.